Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the delivery catheter system (dcs) could not be advanced. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the right common femoral artery was calcified. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy. During removal of the dcs, it was noted that the nose cone was missing from the end of the capsule. The dcs was returned to medtronic for analysis. Damage was observed at the distal end of the capsule; the damage appeared to be a dent which may have been caused by an interaction between the capsule and a hard surface, such was calcium, during the attempted advancement. The device was returned with the nose cone detached and kinks were observed in the inner member shaft. The manufacturing site of the sub-assembly was notified of this event and further assessment was completed by the manufacturing site. The assessment determined that the nose cone separation was due to an inner member shaft break. Inner member shaft breaks do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Historically, twisting or manipulation of the dcs by the user may cause the inner member shaft to become kinked or torqued which may subsequently result in a break. In this case, the user may have twisted or manipulated the tip of the dcs due to the reported difficulty advancing, which may have resulted in the nose cone separation. The evolut pro system instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. Additional, the IFU cautions, "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage". The nose cone was stuck just inside at the access site and forceps were used to remove it. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the catheter was inserted via the calcified right common femoral artery over a medtronic guidewire and immediately was unable to advance in the artery. The device was pulled back and the direction of the spines on the catheter was changed, however it would not advance. The catheter was removed and upon removal, it was noted that the nose cone was missing from the end of the capsule. The nose cone was stuck just inside at the access site and forceps were used to remove it. Another dcs was used to complete the procedure and the access site was closed with a non-medtronic closure device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully opened. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. A dent was observed on the distal end of the capsule. The device was returned with the nose cone separated from the inner member. A kink was observed on the inner member near the separation site. If information is provided in the future, a supplemental report will be issued.